Manufacturer narrative:
Replaced the power supply, issue remained. Replaced driver board, problem resolved. Device functions as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: hamilton-c1 would not power on. Smelled burnt pcb coming from lower left inside unit. Saw no signs of burning/arcing. There was no patient involvement.